Manufacturer narrative:
Block e: this event was reported by a bsc employee. The distributor facility is: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of unsealed device packaging. Block h11: investigation results the returned jagwire was analyzed, and a visual inspection found that the box had a partially lifted peel off lid. The pouches were inspected, and both seals were in good condition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of unsealed device packaging was not confirmed. The box had a partially lifted peel off lid. The pouches were inspected, and both seals were in good condition. The problem found could have been generated during handling and manipulation of the device during transport or storage could have contributed to the reported event. Therefore, the most probable root cause is no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that jagwire was inspected at the distribution facility on january 26, 2026. During the inspection, it was reported that the sterile seal of the device pouch peeled off. The reported event may suggest that the sterility of the device has been compromised. There were no patient involved in this event.

Manufacturer narrative:
Block e: this event was reported by a bsc employee. The distributor facility is: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of unsealed device packaging.

Event description:
It was reported to boston scientific corporation that jagwire was inspected at the distribution facility on (B)(6) 2026. During the inspection, it was reported that the sterile seal of the device pouch peeled off. The reported event may suggest that the sterility of the device has been compromised. There were no patient involved in this event.